Event description:
It was reported that during a laparoscopic sigmoid resection, on the distal transection the device deployed unformed staples and cut the tissue. Staples were in original u shape within tissue and no b patterns were formed. Surgeon had to open patient to continue the procedure because of device failure. Patient is expected to recover normally. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Articulation gear teeth the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test cartridge reloads on the three articulated positions; on the left and center it fired, cut and formed the staples as intended. However, on the right side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.